Event description:
It was reported that the device was being used for training with no patient involvement. The reporter stated the tubing "came away from the cassette".

Manufacturer narrative:
Two cadd administration sets from p/n 21-7324-24 l/n 3776365 were received for evaluation. One sample was received in used condition without its original packaging and the other sample was received in new condition with its original closed packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The sample received was visually inspected and no abnormalities were detected. Functional inspection was performed on the samples received; a red cap was tried to connect to the asv. It was possible to connect and no loose connections were detected. The reported issue was unable to be confirmed. The cause of the issue was unable to be determined since there was no fault found with the returned samples.